Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room (ER) by ambulance and was diagnosed with blood glucose (bg) values that reached 500 mg/dl. The patient was dizzy, numbness, had chest and back pain. For treatment, the patient was provided, fluids, insulin, sodium and zofran. The ketones were positive. The cannula was bent, while wearing the pod between 4 and 24 hours on the arm. The patient was discharged after 4 hours.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts or drive stalls. However, the download data indicates an 0x6a hazard alarm. Manual manipulation of the ratchet gear found fluid to flow freely through the fluid path. No damages or defects were observed to either the fluid path or drive mechanism. The investigation found no evidence or irregularities that would indicate a bent/kinked cannula.